Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received an appropriate treatment and an inappropriate treatment. The device was started up at 21:58:09 on (B)(6) 2024. At 11:45:07 on (B)(6) 2024, an arrhythmia was detected. ECG shows vf. At 11:45:43, the patient received the appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was idioventricular rhythm @ 50 bpm. At 12:08:13 an arrhythmia was detected. ECG shows asystole. At 12:08:49, the patient received the inappropriate treatment. Oversensing of low amplitude cardiac signal contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole with cardiac activity. Post shock rhythm continued to be in asystole, which is a non life-sustaining rhythm. The electrode belt was disconnected at 12:38:13 on (B)(6) 2024.

Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.